Event description:
The customer reported a low ma error and a black screen. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank. System operates as intended. (B) (4)